Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation in a patient with severe calcification, an annulus perimeter of 72.2 mm, and a left ventricular outflow tract perimeter of 70.6 mm, a pre-implant balloon dilation was performed using a 20 mm non-medtronic balloon. During deployment, the valve was initially well positioned at approximately 3 mm. Within the next heartbeat; however, it slipped down to about 10 mm. During subsequent deployment attempts, the 26 mm valve repeatedly dislodged into the ventricle. Even under rapid pacing at 180 bpm, the valve continued to dislodge. Of note, the exact cause of the dislodge remained unclear. The physician then switched to a 29 mm evolut fx+ valve, which also showed an initial tendency to dislodged but was ultimately implanted at approximately 5-6 mm with a good procedural result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26, (serial: (B)(6)); product type: 0195-heart valves; iproduct ID: d-evolutfx-2329 (unknown); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image and two media files were provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient¿s annulus perimeter measured 72.2 mm suggesting a 26 mm valve. It was reported that multiple deployment attempts resulted in ventricular dislodgement as shown in imaging. Further attempts were aborted, and a 29 mm valve was implanted. Images of the 29 mm valve implant were not provided, and cause of the dislodgement is unclear. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation in a patient with severe calcification, an annulus perimeter of 72.2 mm, and a left ventricular outflow tract perimeter of 70.6 mm, a pre-implant balloon dilation was performed using a 20 mm non-medtronic balloon. During deployment, the valve was initially well positioned at approximately 3 mm. Within the next heartbeat; however, it slipped down to about 10 mm. During subsequent deployment attempts, the 26 mm valve repeatedly dislodged into the ventricle. Even under rapid pacing at 180 bpm, the valve continued to dislodge. Of note, the exact cause of the dislodge remained unclear. The physician then switched to a 29 mm evolut fx+ valve, which also showed an initial tendency to dislodged but was ultimately implanted at approximately 5-6 mm with a good procedural result. No patient complications have been reported as a result of this event. Additional information was received that a non-medtronic (boston scientific safari s) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to the first valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was approximately 8-10 mm. After the second valve dislodgement, the implant depth on the ncc and lcc was approximately 6 mm.